Event description:
The date provided in the previously reported information ¿the night the patient administered their first bolus, (B)(6) 2014, the patient collapsed¿ was incorrectly reported. The patient administered their first bolus on (B)(6) 2013. The follow previously reported information ¿it was reported the next day that the patient was initially taken to one hospital and then later transferred to another hospital, were the patient died.¿ is being corrected to: it was reported the next day that the patient was initially taken to one hospital and then later transferred to another hospital, where the patient died.

Event description:
Additional information received reported that cause of the patient¿s death was due to overdose after use of the personal therapy manager (ptm). The night the patient administered their first bolus, (B)(6) 2014, the patient collapsed. First responders administered ¿something¿ for drug overdose and the patient was transmitted to the emergency room (ER). Around midnight, the patient was put through a ER procedure to lower body temperature however the patient never responded. The patient¿s pa dose significantly increased. The patient¿s managing health care professional (hcp) was not contacted until the next day. It was noted that the death was device related. No manufacturer¿s representative was involved in troubleshooting. The patient¿s spouse supplied the following dose information. The pa dosage on (B)(6) was programmed as 4x/day of fentanyl (¿30¿), bupivacaine (.625 mg) and clonidine (25 mcg). The pa dose on (B)(6) was fentanyl (350 mcg), bupivacaine (7.27 mg) and clonidine (181 mcg). The pump was used to deliver fentanyl (1200 mcg/ml, 499.7 mcg/day), clonidine (1000 mcg/ml, 416.4 mcg/day) and bupivacaine (25 mg/ml, 10.4 mg/day). The patient¿s spouse wanted the manufacturer to put something else into the personal therapy manager (ptm)/pump to prevent overdose from happening if the person programming isn¿t quite sure of what they are doing. It was reported the next day that the patient was initially taken to one hospital and then later transferred to another hospital, were the patient died.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pa dose was programmed at fentanyl/bupivacaine 350.3mcg and clonidine 291.9mg. The dose reportedly should have been "fentanyl 35mg", bupivacaine 0.7mg, and clonidine 29.1mcg. The programming took place on (B)(6) 2013 and the error was discovered the next day. It was stated that there could have been a possible overdose after the pa dose. Also, it was possible that the death was device related. The date of death was (B)(6) 2013. The pump was used to deliver fentanyl (1200mcg/ml, 549mcg/day), bupivacaine (25mg/ml, 11.4mg/day), and clonidine (1000mcg/ml, 458mcg/day). It stated that the patient was also taking oral medications of lexapro, elavil, valium, and klonopin.

Event description:
It was reported the patient was killed sometime in (B)(6) by a programming error using the personal therapy manager (ptm) for bolus therapy. After a programming session with the patient¿s health care professional (hcp) the patient was at home. The patient gave herself a bolus dose and then had a cigarette. A friend or family member heard an ashtray fall and break and the patient was found slumped over in her chair. 911 was called and the patient subsequently died in the hospital. There was no alleged product issue with the pump. There were ptm issues involving a programming error programming boluses. The event required hospitalization. The patient had unspecified overdose symptoms. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, lot# n186576005, implanted: (B)(6) 2009. Product type: catheter. Product ID: n EU_ptm_prog, serial# unknown, product type: programmer. Patient product ID: 8840, product type: programmer. (B)(4).